Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6, h10 corrected fields: d4-UDI and d10 (information was inadvertently missed on the initial) a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the emergency lamp indicator was blinking due to an emergency lamp failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation the evaluation found a defective emergency lamp due to device wear and tear. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the light source¿s emergency lamp indicator was blinking and an e207 error code was displayed. The issue was found during preparation for use of a gastroscopy procedure. The procedure was canceled and there were no reports of delays or patient harm.